Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2024-00207, 1627487-2024-00208. It was reported that the patient's ipg became inoperable. As a result, the patient underwent surgical intervention to address the issue. During the procedure, it was noted that both of the patient's leads had migrated and one of the leads was fractured. In turn, the ipg and both leads were explanted.